Event description:
Bowel perforation of the catheter was found. The indwelling period was 57 days prior to the incident. The catheter tip was protruded from anus due to intestinal perforation.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.